Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet grasping and capture appears to be related to patient conditions (malcoaptation of the leaflets and a posterior leaflet cleft). Image resolution poor was related to patient and procedural conditions as difficulties visualizing the clip during the procedure was also reported due to patient anatomy and imaging quality. A cause for the unspecified tissue injury, however, cannot be determined. Tissue damage is a known possible complication associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+, malcoaptation of the leaflets, and a posterior leaflet cleft. An xtw clip was inserted, and grasping was performed. However, a perforation to the posterior leaflet potentially was observed. Therefore, the clip was removed, and the procedure was discontinued. Mr remained at a grade of 4+. Surgical intervention was performed. There was no clinically significant delay in the procedure.